Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon burst prior to being used in the procedure. This product have not used in the operation on the pt. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).